Manufacturer narrative:
Device diagnostics were carried out. Log files were analyzed. Impedance was measured for both primary speakers to confirm their operation. The failure of the backup alarm buzzer could not be duplicated indicating an intermittent failure of the device. Performance tests were performed for electrical safety.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device constantly alarms and displays the message on the screen: check vent: backup alarm failed. The ventilator was on a patient at the time of the issue. No harm was reported.